Manufacturer narrative:
The returned device was evaluated and the cause of the resistance ("sticking") between the jetstream g3 and the guidewire was the presence of tissue in the drivecoil (guidewire lumen) of the device. There was no indication, however, that the resistance between the device and guidewire caused the dissection. Dissection is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU.

Event description:
The jetstream g3 device was used to treat a lesion located in the common femoral artery (cfa). Two passes were made using the minimum diameter mode with no difficulty. During the first pass using the maximum diameter mode, the device stalled and resistance between the jetstream g3 and guidewire was felt. The jetstream g3 was removed along with the guidewire. Post procedure with the jetstream g3, the angiogram showed a dissection with possible extravasation and little flow. The patient did have stable hemodynamic and pulses in feet, however, the patient was referred to surgery. Patient went to surgery for a patch angioplasty of the cfa and was last reported to be doing fine recovering in ICU.